Manufacturer narrative:
The reported events of noise, high defibrillation impedance and damage were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-22217. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed a high defibrillation impedance alert and noise. The noise was not reproducible in clinic. It was noted that the set screw was tightened appropriately, the lead was sitting properly in the header and the other parameters were stable. The source of the high impedance and noise was unknown. Both the implantable cardioverter defibrillator and right ventricular lead were explanted and replaced. During the procedure, the physician noted the lead tip appeared swollen. The patient was in stable condition.